Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that a patient had a semi shoulder implanted. The patient only recently complained of glenoid pain. The revision surgery was successfully completed.

Event description:
It was reported that a patient had a semi shoulder implanted. The patient only recently complained of glenoid pain. The revision surgery was successfully completed.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Since x-rays was provided, the opinion of the medical expert was requested and stated as following: the x-ray shows the aequalis press-fit stem and humeral head in place. The prosthesis is well-placed. There is no bony erosion of the glenoid, and the width of the joint space is preserved. (Please note that the joint space in hemiarthroplasty only represents the width of the glenoid cartilage, since any remaining cartilage on the humeral side is taken out during native humeral head resection) the muscle contour of the deltoid muscle is separated well from the humeral head, making a massive rotator cuff tear less likely. After 14 years, this glenoid looks very well preserved. Without further clinical information, the indication for revision is difficult to assess. The indication is most likely patient-related and not device related. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.